Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was kept constantly failed. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower was failed to open. A field service engineer cleaned the latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6).